Event description:
Additional information received as follows: a second CT scan was performed on (B)(6) 2020 did not confirm or deny the presence of a fistula. No additional information was provided.

Manufacturer narrative:
This follow-up is created to document the evaluation of the returned sample devices. Two catheters were returned and investigated. There were no device issues noted. The relationship of the device to the reported patient adverse effects cannot be determined. There were no related non-conformances found associated with the reported lot number.

Manufacturer narrative:
The device was not been received for analysis at the time of this report. Upon receipt the device will be investigated and the results will be included in the supplement MDR report.

Event description:
This case concerns a male patient who had a rectal resection (adenocarcinoma) with a direct coloanal anastomosis in 2018. This patient has a medical history of several infectious complications on this anastomosis with several coloanal surgeries due to the presence of fistula. At stoma closure in (B)(6) 2020 the colorectal surgeon prescribed peristeen due to the presence of lars. On (B)(6), the patient was trained with peristeen transanal irrigation under the supervision of a stomacare nurse by phone. The first irrigation was performed with 250 ml of water and went well. On (B)(6), the patient performed a second transanal irrigation. No difficulties were experienced inserting the catheter but difficulties was experienced instilling the water. A short rectal bleeding with the presence of blood in the toilet was observed at the removal of the catheter, with no abdominal pain. During the afternoon, the patient developed a fever (39.5 degrees c), shivers and tremors. The patient went to the emergency room in case of covid-19; however, this was ruled out. The patient has been in a transient sub-febrile state with a 38.2 degree c fever. Transanal irrigation was not resumed. The patient believes he has done a hazardous manipulation. No additional information was provided.